Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console failed "slew rate" testing and the temperature did not go down completely and displayed mid:01 (post watchdog) error message was confirmed based on the event log and during the functional testing. Most likely the root cause of the mid:01 is the variation in the tolerance of the component on the I/o printed circuit board interacting with the power supply under certain conditions. The components on the I/o printed circuit board were replaced to handle the tolerance variations. After I/o pc board replacement, the console passed all functional tests without any fault or error.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console failed "slew rate" testing and the temperature did not go down completely and displayed mid:01 (post watchdog) error message was confirmed based on the event log and during the functional testing. The root cause for the reported complaint was due to the defective I/o pc board. No physical damage was noted during visual inspection. A review of the event log was performed and found error message mid:01; thus, confirming the reported event. Upon I/o pc board replacement, the console will be further tested to full specification. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) failed "slew rate" testing and also the temperature did not go down completely. The console was rebooted after testing and displayed mid:01 (post watchdog) error message upon powering up. No patient involvement.